Event description:
It was reported that air embolism and death occurred. A left atrial appendage (laa) closure procedure was being performed. The patient was placed under conscious sedation by a staff registered nurse (rn). Bilateral venous femoral access was obtained. Intracardiac echocardiography (ice) imaging catheter was inserted in one access site and a watchman fxd double curve access system (was) was inserted via the other access site. Ice was used to visualize the septum for transseptal (tsp) access. Versacross connect (vcc) was used to successfully complete tsp through the was through a mid-inferior and mid ap approach successfully. The was passed through the septum into the left atrium (la) without difficulty, and the vcc pigtail wire was placed in the left upper pulmonary vein. The patient began to snore loudly, with the rn noting agonal breathing and poor skin color, suggesting poor oxygenation. An oxygen mask was placed on the patient in an attempt to improve oxygenation. At this same time, the hemostasis valve on the was was opened to remove the vcc dilator, and the physician visualized air emboli in the la on ice imaging. The patient's oxygenation had not improved. St segment elevation and atrioventricular heart block was noted on electrocardiogram (ECG). The was was retreated to the right atrium and the vcc wire was removed from the la. The patient lost pulses and chest compressions were initiated. The patient was intubated and despite advanced cardiac life support (acls) resuscitation efforts the patient died. The official cause of death was noted to be probable air embolism and hypoxia. In the physician's opinion, there was possibility of air entering the sheath as the vcc dilator was removed as the was hemostasis valve was opened, as simultaneously the patient had begun snoring, long pauses observed in breathing rhythm, and with agonal breathing.